Event description:
The child had a tubular pda. First an 8/6 device was attempted but looked very big for a 2.5mm pda and was withdrawn before release. A 6/4 device was delivered and looked in good position. However, after release, it embolized into the aorta. Attempts to percutaneously retrieve the device failed and the patient was sent for surgical retrieval and repair.

Manufacturer narrative:
Upon receipt of the amplatzer duct occluder, the device was returned in the original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Should additional information become available, aga medical will file a supplement report.